Event description:
It was reported that the patient developed a pending erosion at the distal meatus. A surgical procedure is planned to remove the inflatable penile prosthesis (ipp) cylinder on the corresponding side and allow the patient to heal before implanting new device in the future. No further patient complications were reported.

Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that the patient developed a pending erosion at the distal meatus. A surgical procedure is planned to remove the inflatable penile prosthesis (ipp) cylinder on the corresponding side and allow the patient to heal before implanting new device in the future. No further patient complications were reported. Additional information was received that the patient began to experience pain at the distal tip of their penis approximately two months prior to consultation with their physician.